Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. On 04/30/2025, it was reported that the patient came in from the yard walking outside and the patient was sweaty, incoherent, not in good shape. The cgm reading was 146 mg/dl. The patient felt very weak so they went upstairs helping her since she was unable to go upstairs. When the husband came back upstairs, the patient collapsed so he put her into bed and gave her orange juice. The husband called emt. The patient was vaguely conscious so he help her put her head up to drink the juice. After 5 to 10 minutes, ems arrived , they performed EKG, checked blood pressure, checked vitals, and treated the patient with IV medication. The bg reading was 39 mg/dl and the cgm reading was still at 146-147 mg/dl. The paramedics stayed for maybe half an hour, he removed the sensor and change to a new one. After the treatment the patient came back to normal thinking and feeling. Emt did bg reading which was 120 mg/dl before leaving. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.